Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the malfunction. Due to the malfunction, it was unknown whether the customer's blood glucose level exceeded 500 mg/dl. Technical support decided to replace the pump to resolve the issue.